Manufacturer narrative:
(B)(4). Conclusion: only the stent of enterprise 4.5mm dia 14mm lgth was returned for analysis, and it was received deployed inside of a plastic bag. The received stent was inspected under microscope and it was found kinked/bent. The functional analysis could not be performed since only the stent was received. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10483047. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise resistance within the microcatheter could not be confirmed or evaluated since only the stent was received for evaluation. The stent strut bent was confirmed. The damages found on the received stent (kinked/bent) were apparently caused by applying excessive force on the device, but it could not be conclusively determined. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a physician, there was resistance when advancing an enterprise (enf451412/ 10483047) through a prowler select plus (catalog/lot unknown) and the sent struts appeared displaced. The resistance was felt at the proximal first few centimeters of the microcatheter. The enterprise had been placed securely in the hub of the microcatheter prior to attempting to advance the device. The enterprise was removed from the microcatheter, and a stent strut appeared to be bent. He then used an enterprise (enf452212) through the same microcatheter, without procedure delay or patient injury, to successfully complete the procedure. A continuous flush had been maintained through the microcatheter. It was reported that the stent would be returned for analysis.